Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noisy signals. Technical services (ts) advised noise observed at times appears very regular. No subsequent episodes had been stored with this same behavior. Ts advised right ventricular (rv) pacing impedance measurements had been stable but had a recent drop and were low but still within normal limits. Rv pacing impedances had recovered to normal stable values. Additional information from the field representative provided the patient was seen in clinic but left before isometrics could be completed. No reprogramming was completed at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noisy signals. Technical services (ts) advised noise observed at times appears very regular. No subsequent episodes had been stored with this same behavior. Ts advised right ventricular (rv) pacing impedance measurements had been stable but had a recent drop and were low but still within normal limits. Rv pacing impedances had recovered to normal stable values. Additional information from the field representative provided the patient was seen in clinic but left before isometrics could be completed. No reprogramming was completed at this time. Additional information provided this ICD was subsequently explanted. Another ICD was implanted to complete this procedure. This ICD has not been returned at this time. No additional adverse patient effects were reported.